Event description:
A user facility reported a saline bag back filled during set-up pre-treatment after recirculation mode. A pt was not connected to the machine at the time of the incident. The facility tech replaced the flow pump regulator on the device. The part was not returned for eval and the machine was returned to service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during set-up pre-treatment after recirculation mode and not during dialysis mode. The user visually observed the saline bag refilling with dialyzate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.